Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpm¿s were erratic, the control bar was out of position, and the calibration was out. The spring seal, vespel bearings, and semi-circle bearings were replaced. The control was repositioned and the device was recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the device was not completing mesh in graft. No adverse events were reported as a result of this malfunction.